Event description:
It was reported to philips that the system was unable to store acquisition images. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic neurovascular procedure was completed by moving to azurion biplane system to finalize study. The philips field service engineer (fse) inspected the system onsite and confirmed that the system unable to store acquisition images. Analysis of system log file showed that there was a malfunction in image processor pc. However, as a preventive measure fse replaced the disk bays and ram memories, along with ippc image disk unit 1 replacement. Both 500gb image disk was replaced with 1tb version. After replacement, system was returned to use in good working order. The codes were updated based on the investigation outcome.